Manufacturer narrative:
Samples from the same lot were returned and tested for pryogen, acute systemic toxicity, intracutaneous toxicity, and hemolysis; all results were normal. The routine mfg quality test results were reviewed for biological tests and sterility tests; all results were normal. No cause for this incident could be identified.

Event description:
This was pt's second reaction. The pt's second reaction was the same as the pt's first reaction as described in MFR's report #9681834-1996-00022. Different dialyzer, same lot as first. Was reprocessed, rinsed with 2000 ml saline plus 10 ml of pt's own blood injected into saline. 10-15 minutes into dialysis, pt experienced chest tightness, shortness of breath, anxiety, and back pain. Dialysis stopped and blood not returned. Ebl-325 ml. Over the two days, the pt's hematocrit dropped from 34% to 31%. Pt is okay. Pt did not require transfusion. Pt returned to a competitor's brand of dialyzers. 'S